Event description:
During use of the ptd, the tip of the fragmentation basket separated and was retained in the graft. A snare was used to remove the basket tip. There were no additional complications.